Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2018. The exact date is unknown. (B)(4).

Event description:
It was reported that the cuff of a portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube "bent" during intubation of the patient. The tracheal tube had to be changed out. No permanent injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. A photograph was received in which it was observed that the tube was bent. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed during evaluation; however, the most probable root cause is that the tube was damaged after the device left the manufacturing site, or a lack of detection by the production personnel. Actions were taken to mitigate the reported issue: the supervisor and quality engineer trained the manufacturing personnel on the appropriate procedure.